Event description:
The clinician reports the implant was inserted (B)(6) 2025. On (B)(6) 2025, loosening of implant not related to bone ingrowth was verified. According to the information, the patient has diabetes. Doctor said: implant failed. The reason for failure is that the implants did not have initial stability. It was open and needed to be replaced with a wider implant. The device was forwarded to the manufacturer. No patient operative or post-operative complications reported.